Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump stopped working and the sensors were malfunctioning. Customer stated that they also had low blood glucose readings of 48 mg/dl, however, the insulin pump did not alarm her. Customer has treated with juice. No further information reported.